Event description:
The customer contact reported the pt received more medication than intended. The primary line of the pump was delivering saline at an unspecified rate. At 1500 the secondary line of the pump was programmed in the concurrent mode to deliver 100ml of an unspecified concentration of cardizem at a rate of 10ml/hr. At 1800, the rn entered the pt's room in response to the pump audibly alarming, and noted that the cardizem bag was empty. The primary line of the pump continued to deliver at the intended rate. The physician was notified and the cardizem infusion was discontinied. The pt was started on an unspecified oral dose of cardizem 2 hours after the event occurred. The pump was removed from clinical service and the saline infusion was continued using a replacement device. There were no reported adverse pt effects. The pt has since been dischaged from the hosp. During testing by the clinical engineer at the use facility, the device passed testing.